Manufacturer narrative:
A customer reported that the system was cutting in and out during a surgical procedure. The patient experienced a posterior capsular (pc) tear. An anterior vitrectomy was performed. Additional information received noted the event occurred during the irrigation/aspiration (I/a) cortex removal mode. An anterior chamber intraocular lens (iol) was used instead of a posterior iol. The customer noted there was no patient harm. The company service representative examined the system and found the right kick on the footswitch was not working. The footswitch cable (which belongs to the system) was replaced and that resolved the issue. The cable was returned for evaluation. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 20, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch cable interface (which belongs to the system) was received for evaluation. A visual assessment of the returned sample revealed a kink on the cable. The returned cable was connected to a calibrated footswitch and system. The system was powered on and tested and passed. The cable was then tested for continuity and passed. The footswitch cable was confirmed as nonconforming. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A customer reported that the system was cutting in and out during a surgical procedure. The patient experienced a posterior capsular (pc) tear. An anterior vitrectomy was performed. Additional information received noted the event occurred during the irrigation/aspiration (I/a) cortex removal mode. An anterior chamber intraocular lens (iol) was used instead of a posterior iol. The customer noted there was no patient harm. The company service representative examined the system and found the right kick on the footswitch was not working. The footswitch cable (which belongs to the system) was replaced and that resolved the issue. The cable was returned for evaluation. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 20, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch cable interface (which belongs to the system) was received for evaluation. A visual assessment of the returned sample revealed a kink on the cable. The returned cable was connected to a calibrated footswitch and system. The system was powered on and tested and passed. The cable was then tested for continuity and passed. The footswitch cable was confirmed as nonconforming. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).